Event description:
It was reported that during the implant procedure the setscrews of a pulse generator were defective. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.